Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that ¿ healix advanced sp anchor cracked during deployment". The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (7l74405), and no non-conformance was identified. As part of depuy mitek's quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) in that during an unknown surgery on an unknown date, it was observed that the 5.5mm healix advance sp peek anchor device had a crack on its distal end. The procedure was completed with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.